Manufacturer narrative:
(B)(6). PMA / 510(k) #: unknown. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2e / k2 edta blood collection tubes were dirty. No serious injury or medical intervention reported.